Manufacturer narrative:
The technician found the brakes did not hold most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown fi the facility performed any other preventative maintenance on this bed. The technician replaced all brake casters and brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The bed was located in maintenance at the facility. There was no patient/user injury reported. (B)(4).